Event description:
Slight constant leaking of silicone gel. Rptr's symptoms are mild compared to some women; however they are uncomfortable at present. Rptr has fatigue - wanting to sleep 8-10 hours a night instead of 6, forgetfulness - bad short term memory, neck tightness, heightened food allergies and candida, mild depression, occasional knee swelling, hard breasts - feel totally unnatural, one is migrating to armpit.